Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed and replicated. Pressure testing produced a balloon within the silicone segment below the upper fitment at 15 psi, the specification is (B)(4). The silicone segment was likely weakened during customer use. There were no leaks found during the leak test. The root cause could not be fully identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.

Event description:
The customer reported a primary set developed a bubble in the silicone segment at the junction of where it is placed in the pump. No pt harm or medical intervention required. No further pt/event info was reported.